Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was 178 mg/dl. The customer was pushed into a pool while he was wearing the device. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Moisture damage was also found on the electronic and motor assembly. No blank display was noted. No reset error alarm could be tested due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.